Manufacturer narrative:
According to the customer, the foley was inside the patient "less than 3 weeks" when the "balloon ruptured". The customer reported the foley was used for a "chronic supra pubic catheter" and the balloon was tested prior to insertion. The customer reported an additional foley was required to be inserted after the reported incident occurred however, the additional attempt was unsuccessful and the patient was "sent to the ER and it was inserted there". The customer reported sample is not available to be returned. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the foley was inside the patient "less than 3 weeks" when the "balloon ruptured".